Manufacturer narrative:
The patient was born in 1974. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported to be due to a poor source of water and poor environment. The reported cause are environmental factors, which are often out of the patient¿s control therefore the cause of the event has been assessed as unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient started treatment with unspecified antibiotics (further details not provided) for the event of peritonitis. Three weeks after the onset, the patient recovered from peritonitis and on the same day, antibiotic therapy was discontinued. Dianeal therapies were ongoing. No additional information is available.